Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery and has been trouble getting the device to work. Customer's blood glucose was 319 mg/dl, tried to bolus but device alarmed. Alarm and possible causes were explained to the customer. Customer was advised to disconnect from quick release. Customer was unable to complete troubleshooting stated she will call back. No further information reported.